Event description:
It was reported that during a ptca treatment procedure the viva balloon ruptured on the second inflation to unknown atms. The patient was asymptomatic during this event. The lesion being treated was a very calcified and 90% stenotic lesion in a tortuous proximal rca. The viva balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.